Event description:
The patient underwent an interventional procedure (ptca). The cardiologist attempted arteriotomy closure using a prostar xl 8 fr. Device. The device was inserted and good marking was obtained. The device was confirmed to be in the correct and locked position. The cardiologist reported he encountered significant resistance when pulling the handle. Needle back down was attempted but the handle would not back down. Four needles were located by fluoroscopy outside of the barrel. The patient was taken to surgery for device removal. Surgery was successful and the patient recovered without further incident.